Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an aneurysmal false lumen and a thoracoabdominal aortic dissection using two conformable gore® tag® thoracic endoprostheses (tgu282820j and tgu313115j). The endprostheses were deployed as planned. Reportedly, some resistance was felt during withdrawal of the delivery catheter of tgu313115j. The physician continued to withdraw it, and the leading olive was detached from the catheter. Imaging confirmed that the leading olive was proximal to a tip of an introducer sheath. The leading olive was caught by a snare catheter and removed with the sheath. The procedure was concluded, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications